Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. A root cause has not been identified. (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, rupture of the posterior haptic of the implant occurred during the injection. Consequently, the implant was moved off-center. Additional information has been requested but not received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the surgeon, who indicated that no explantation of the iol was needed.